Event description:
Medics responded on a chest pain call. During patient monitoring the operator attempted to acquire a 12-lead. Reportedly, the device service light turned on and device powered off. Operator turned the device back on, service light again came on and device powered off. A back up device was obtained and used to continue patient care. Reporter states there was no adverse outcome to patient due to device operation.